Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were concerns over the battery depletion of this device as it indicated less than six months remaining. It was indicated that the threshold measurement had progressively increased on the unknown right ventricular (rv) lead. It was indicated the device may be changed out next year, but a revision has not been scheduled at this time. No adverse patient effects were reported.